Event description:
During an in clinic follow-up, high defibrillation impedance was observed on the right ventricular (rv) lead. The physician suspected the event was due to encapsulation of the lead. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.